Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended several different trouble-shooting options. However, those were all ultimately unsuccessful. Several follow up phone calls were made to the customer along with more trouble-shooting recommendations. However, those too, were unsuccessful as the issue continued to persist. The hospital staff planned to hand the device over to their it department to take a look at it. At a later date, the hospital¿s it individual called back into tac to inform them of all the trouble-shooting efforts he had made and how they did not resolve the issue. At that time, the it personnel informed tac that he would get the subject device scheduled for return. This information was received in april 2023 ¿ thus far, no device has been received. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that his olympus evis exera iii video system center was not providing an image during use. According to the initial reporter, there were no error messages from the unit during this event. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.